Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information requested and received: on what tissue type was the device used? Thick bladder. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st, 2nd, 3rd on 1st device and the 1st firing on the 2nd device. Echelon straight/flex: asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic cystectomy procedure, on the first firing with a green cartridge, the device only fired half way. They were firing across a thick bladder. The cut line and staple line were equal in length. The device was reloaded two more times and the same thing occurred. A second device was pulled and loaded with a green. The same thing occurred with the second device first firing. Each time the device was opened and removed from tissue. The procedure was completed with the device. There was no patient consequence.